Event description:
On (B)(6) 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient's care giver reported that the patient's stoma site has changed with redness and drainage. On (B)(6) 2025, the patient's spouse reported that the patient had a stoma site infection since mid (B)(6) 2024 with drainage and pus. The patient was treated with oral amoxicillin and an unknown drug combination but the stoma infection had not improved. The patient was treated with cephalexin on the last gi consultation. On (B)(6) 2025 the patient was prescribed amox-pot-clavul in preparation for tubing replacement procedure on (B)(6) 2025.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. At the time of report, the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.